Event description:
It was reported that the pump declared an alarm during the loading process, specifically alarm 20, indicating an issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed normal values. The customer was unable to successfully load a cartridge and resume insulin therapy, leading technical support to decide on replacing the pump. Meanwhile, the customer planned to use multiple daily injections to ensure uninterrupted insulin delivery. Technical support provided instructions for putting the pump into storage mode and arranged for a replacement to be shipped, with the customer understanding how to return the faulty pump.